Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: the customer provided lot # 6221064. This does not match the catalog number provided. D.4. Medical device lot #: 0008001. D.4. Medical device expiration date: na. H.4. Device manufacture date: 2020-01-29. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 2 bd needle clipping device safe clip had the safeclip not clipping or jammed. The following information was provided by the initial reporter : the consumer reported bd safe-clip is not cutting needles stating that the blade or cutting mechanism is dull and in attempting to use device 3 times has had to use excessive force to get product to work. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd needle clipping device safe clip had the safeclip not clipping or jammed. The following information was provided by the initial reporter: the consumer reported bd safe-clip is not cutting needles stating that the blade or cutting mechanism is dull and in attempting to use device 3 times has had to use excessive force to get product to work. Date of event: unknown. Samples: available.